Manufacturer narrative:
The affected device was tested by dräger service and the log file was provided for the investigation. During testing no malfunction was detected. The log entries show that around the reported time of event the device was manually switched off at via rocker switch (B)(6) 2018 at 1:54 am. However, a malfunction of the ventilation unit could not be identified and the log recording does not indicate an unintended interruption of ventilation. Since the ventilation functionality was not affected until the manual device shut down, it is likely that a temporary malfunction of the display led to the perceived shut down of the device. The user switched off the device in response to the black screen. Based on the investigation a temporary contact problem between the mainboard and display unit is the most likely root cause of the observed behavior. In case of a cockpit display failure the device continues to ventilate the patient with the latest settings. The user can see the ongoing ventilation on the secondary oled display of the ventilation unit. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
Please refer to the initial-report.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the ventilator shut off during a case by itself. There was no patient injury.